Manufacturer narrative:
Date sent to the FDA: 06/18/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.(B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2011 and mesh was implanted during which the surgeon noted he took down the adhesions until he reached the recurrent hernia and the rolled up mesh. The rolled up mesh was removed. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2012 during which the surgeon noted the mesh only partially resorbed and had become detached from the fascial edges. It was reported that the patient experienced an unknown adverse event. The patient had a previous mesh implanted on (B)(6) 2011 which is captured in separate file. No additional information was provided.